Event description:
It was reported that the patient experienced discomfort during sleep due to the pocket position. During the pocket revision procedure, after the pocket opening, it was also observed the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced, and the pacemaker was repositioned more medially and remained implanted after the reoperation. The patient was in a stable condition.

Manufacturer narrative:
Correction: section d6a - date of implant should have filled with (B)(6) 2025.

Manufacturer narrative:
Correction: section a2, the correct patient age units should have been "year(s)" rather than "day(s)". Correction: section b1, the report type should not have been checked as "malfunction". Correction: section h5, the labeled for single use should have checked with "yes".